Manufacturer narrative:
Correction: section h imdrf annex a code.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system door had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system door had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was not detected on the bus. A field service engineer (fse) remotely logged into the station and found no failures. The customer then logged in and performed an inventory on the medications to prompt the failure, but no issues occurred during the process. The customer verified the station's functionality, and the fse confirmed that the failure had been successfully recovered. The system functioned as intended after the field service engineer verified the device.